Manufacturer narrative:
Device has not yet returned for evaluation.

Event description:
It was reported the system had an extra 3 way tap where they add a flush line to one end. While in use the nurse saw a loose connection on pt end of 3 way tap and blood dripping on bed. Baby blood pressure dropped. When checking it was noticed that none of the 3 way taps were fused.